Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge. The customer indicated the use of a viscoelastic, which are not qualified for the lens/cartridge combination used. The customer indicated the use of a handpiece, which is not qualified for cartridge use.

Event description:
Additional information was provided that bacteriological testing was not performed. Symptoms recovered following initial medical treatment.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-(B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the japanese market on 15-apr-2015 and surgeons in japan were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Product evaluation: the iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There has been one other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported postoperative inflammation following an intraocular lens (iol) implant procedure. The patient received antibacterials post-surgery. The symptoms resolved. Product sample is unavailable for return as it remains implanted.